Event description:
The pt stated that they used the suspect device and the results was 206mg/dl. Pt then administered their normal amount of insulin. Pt then passed out. Emt's were called and they tested the pt's glucose at 37mg/dl. They gave the pt sugar water and transported theim to the hosp. Pt's glucose level was 300mg/dl at the hosp. Pt was kept over night and released with a glucose level of 137mg/dl. Glucose controls were not used on the systems. Both suspect devices were replaced with new products and then authorized for return to the MFR for eval. Pt had used two different lots of test strips, one of which was expired. It is not known what test strips were in use on what suspect device.